Manufacturer narrative:
(B)(4). Concomitant medical products: 00801804005 femoral head 12/14 taper 60692252, 65771101600 femoral stem 12/14 neck 60500980, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00813 head, 0001822565 - 2019 - 04764 stem.

Event description:
It was reported that the patient had a left total hip and subsequently had a revision surgery twelve years later. The patient had fluid around the hip joint and a large pseudo tumor. On x-ray it was observed that the femoral head had disassociated from the mlt stem. The trunnion of the stem was damaged and deformation. The top of the stem was resting up against the acetabular component. There was also black staining of the surrounding tissue. The liner was damaged. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.